Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. The cause of the low bg was unknown. The customer consumed orange juice, yogurt and fruit to address the low bg. The customer declined to perform a pump system check with tandem technical support. Recommendation was made to consult with healthcare provider regarding diabetes management.